Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was an infection at the pump site. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was admitted the night prior to the date of this report with altered level of consciousness. A manufacturer¿s representative came to the hospital and assisted in lowering the dose from 6mg/day to a minimum rate of 0.24mg/day. The patient was very confused, did not know why she was in the hospital, and could not answer any of the manufacturer¿s representative¿s questions. When pressed on, ¿clear drips of fluid would come out of a small hole in the middle of the pump pocket¿ and the emergency room healthcare professional (hcp) thought that the pump might be leaking. The pump was used to infuse 20mg/ml morphine (unknown). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the patient was found unconscious two times in (B)(6) 2015. The patient was unconscious for 4 days in critical condition, and the hcp said she was toxic and sent her home. The patient was sent back to the hospital. The total system was explanted. The indication for use was spinal pain. The drug being delivered by the system was morphine at 5.996 mg/day and 20mg/ml. The lot number was unknown. If additional information becomes available, the event will be updated.